Event description:
It was reported that pump touch screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to try multiple button presses, remove pump from case, and connect pump to a working power source, but pump display still did not turn on. Reportedly, the customer continued to use the pump for insulin therapy.